Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked into a plastic bag. The issue was detected prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b5, e1 name, h4, h6 (update codes), h11. B5: the device contained 12g cloxacillin diluted in saline solution and citrate buffer. H4: the lot was manufactured between october 3-4, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and fluid was noted inside a bag that contained the device which suggests a leak may have occurred inside the bag. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.